Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date returned to manufacturer. The reported sion blue guide wire was returned for evaluation. The coil was stretched for approximately 4mm from the distal-mid solder that was set at 20mm from the tip. Under the stretched coil, core fracture was confirmed. To observe the core fracture ends, the coil was intentionally unraveled. On the proximal side, the fracture end was located at the distal solder of the inner coil. Fracture surfaces of the core composing wires (straight core wire and twist wire) were found in the soldering material. On the distal side, the core fracture end was located approximately 7.5mm from the ball tip at the very distal end of the guide wire. The straight core wire and twist wire were tangled up and severely twisted at each fracture end. These findings suggested that core fracture was attributed to excessive torsion. Because the coil wire remained in one piece and the length of the core was consistent as the product's specification, it was assumed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsion generated with wire manipulation in attempts to wire the lesion had most likely contributed the observed separation of the core on the returned sion blue guide wire. Stretching of the coil was likely caused by tensile stress generated during removal. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]. Breakage of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a moderately calcified, moderately tortuous unspecified lesion in the mid left anterior descending artery (lad). The coil on the tip side was found stretched while attempting to wire the lesion. The physician removed the wire carefully and used another wire. The procedure was completed successfully without adverse patient effect.